Event description:
It was reported that a device used during laparoscopic assisted vaginal hysterectomy. They discovered a piece of silicone with a roughly circular shape inadvertantly stapled into one line. As much of the piece as possible was removed from staple line and was determined to be a portion of the gasket that had torn free from the device.